Event description:
It was reported that a pt died on (B)(6) 2013, as a result of a complication from the cancer. The physician reported that there was not a relationship to the device. The pt had surgery on (B)(6) 2012, for removal of an abdominal wall tumor including muscles and fascia, followed by intraperitoneal placement of permacol-implant to close the gap with sufficient overlap (bridging). The pt's pre-operative diagnosis was abdominal wall tumor (cancer). The cause of death is reported to be related to the pt's cancer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the wound was classified as clean. The patient was under anesthesia for 219 minutes. The surgeon used a sublay placement to fill the abdominal wall with the mesh. The mesh was fixated using non-resorbable sutures and a subcutaneous drain was placed at wound closure. Estimated blood loss for the procedure was 200 milliliters (ml). No surgical complications were experienced. The patient was hospitalized on (B)(6) 2012 due to worsening cervix cancer. She was treated with medication but ultimately expired. It was determined that there was no relationship to the device.

Manufacturer narrative:
(B)(4).